Manufacturer narrative:
Additional information was received that the physician planned to explant the current battery and test the leads by connecting it to an external programmer to see for a good coverage and if it is achieved, the physician will open a new battery and implant it. Otherwise, if good coverage is not achieved, the physician will just explant the battery.

Event description:
A report was received that the patient's device was shocking her, and the device had to be forcefully shut down using a magnet. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) the complaint could not be verified as the device returned damaged. Upon receiving, the device would not be linked even after several charge attempts. There were several burn marks on the case. The device was cut. The battery was completely drained due to excessive current leakage, which was out of the expected range. The source of the excessive current drain was determined from the analog/digital ic section of the ipg electronics. However, it could not be determined conclusively which ic is the cause of the failure since both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible.

Event description:
A report was received that the patient's device was shocking her, and the device had to be forcefully shut down using a magnet. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's device was shocking her, and the device had to be forcefully shut down using a magnet. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient's device was shocking her, and the device had to be forcefully shut down using a magnet. The patient will undergo an explant procedure.